Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has no sound when the alarms are going off. Biomedical engineer reported the only issue is no sound, all other alarms and equipment working as it should but could not provide any patient demographic information. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has no sound when the alarms are going off. No patient harm reported.